Event description:
It was reported that during a bph surgical procedure, "the console is showing a yellow screen only". The case was completed using an alternative procedure (turp). Patient outcome: "no adverse outcome".